Event description:
It was reported during the initial implant procedure, the left ventricular (lv) lead was unable to connect properly with testing connector. The lv lead was remove and replaced. An alternate lead was implanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. As received, a complete lead was returned and the reported event of lead would not fit into the df-4 connector sleeve was confirmed. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. Electrical and x-ray testing were normal and no anomalies were found.